Event description:
The customer reported that they were preparing the unit for use and shortly after powering the unit on then unit gave a message of battery failure. The customer reported that the unit was not in use on patient.